Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device was returned with no damage in the external components. The instrument was noted to be empty and locked out. For fire testing the trigger was unblocked and functional test was conducted successfully, the device worked as intended. The device was disassembled and no straps were found inside cannula shaft. No abnormalities were noted on internal device components.the provided device was fully dispensed.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and absorbable straps were used. During the procedure, the tacks were not holding mesh in position. The procedure was completed with a competitor¿s product. There were no adverse patient consequences reported. No additional information was provided.